Manufacturer narrative:
Device evaluated by manufacturer? No. Lens remains implanted. Process evaluation): work order search. Evaluation result: a lens work order search was performed and no similar complaints were found within the work order. Conclusion: based on the complaint history and work order search, a specific root cause of the event could not be determined. (B)(4).

Event description:
The patient reported the surgeon implanted a 12.6mm micl12.6 implantable collamer lens in her left eye (os) on (B)(6) 2011. The patient reported lost vision due to the development of a cataract. The lens remains implanted. Additional information has been requested but none has been forthcoming. If additional information is received, a supplemental medwatch report will be submitted.